Event description:
It is reported that the shell was missing the locking ring. A new shell was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.